Manufacturer narrative:
The event of a hematoma was reported to abbott. Patient had an implant and developed a hematoma. Surgical intervention was taken to address issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient developed a hematoma at t4-t9 after an scs implant. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the hematoma was evacuated to address the issue.